Event description:
It was reported via FDA medwatch mw5157500, ¿patient became agitated due to delirium and was pulling at her lines and coretrak tubing. Patient removed her coretrak by herself while agitated and during a condition 8, where security was present and the primary rn was trying to medicate the patient to assist her in calming down, while trying to maintain her physical safety. Coretrak tubing that was removed was thrown away and primary rn believed the entire length of tubing was pulled out by the patient. The next day, the patient was observed to be coughing and having difficulty tolerating her food. The patient was observed reaching into her mouth and at that time, pulled out an extensive amount of residual coretrak tubing. The coretrak tubing was examined by the physician, primary nurse, nurse manager, and the patient's niece, who is a crnp. The tubing was determined to be intact from the top of the tubing that had been snapped off with an indicator of 64cm to the very end of the tubing. The patient's nasopharynx and oral cavity assessed with no residual tubing identified.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi and UDI-di are unavailable. A root cause could not be determined. All information reasonably known as of 29 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 30 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 11sep2024, the tube was in place for five days before it broke. The patient was discharged in stable condition. No medical interventions were required. There was no history of tube clogging.